Event description:
It was reported on (B)(6) 2012 the patient had swelling and discomfort at the lead site for the "2nd day." The site was "a little red" and the patient had discomfort when she sat down or leaned against it. No cause of the issue was reported. Everything was reported as fine except the lead site. Additional information received reported the patient had redness at "both sites" a month after implantation. Antibiotics were prescribed at the time. A month and a half later, after the patient had showered, it was reported a "lead wire coil exposed from the skin." On (B)(6) 2012 the patient had a surgery was performed to remove the lead and implantable neurostimulator (ins). A week later the patient was "monitoring 2 incisions," and had a follow up appointment on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient had an infection and had a lead and battery explanted. It was noted that the patient was doing "fine" and would want another system in the future. It was stated that there were no malfunctions with the devices.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v956823, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).